Event description:
Additional information was received on (B)(6) 2012, when product analysis was completed on the explanted leads. A significant portion of the lead (including the electrode array) was not returned for analysis; therefore an evaluation and resulting commentary cannot be made on that portion of the lead. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portions. Product analysis of the generator was completed on (B)(6) 2012. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The device performed according to functional specifications and analysis concluded that no abnormal performance or any other type of adverse condition was found.

Event description:
On (B)(6) 2012, it was reported that the vns patient's generator could not be interrogated pre-operation that day. The patient's generator was being replaced due to compatibility with the patient's new leads. The consultant confirmed that the programming system was working properly as he was able to interrogate the patient later during surgery when the generator was replaced with a new one. The consultant stated that it was unknown why the generator could not be interrogated. He said that the patient was a very big guy so maybe the placement of the generator was deep or emi was present. The patient had not been seen or interrogated since (B)(6) 2011 and diagnostics showed eri=no, at that time; however, the patient was implanted in 2001. The consultant stated that it took quite a while for the patient to go for surgery after referral due to insurance reasons. The generator was returned for product analysis on (B)(4) 2012, that is still underway and has not yet been completed.